Manufacturer narrative:
Device received with no crack or damage to the lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No failed battery test or missing segments noted, pump passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic screen cover peeling making it difficult to see the screen. The customer's blood glucose value was unknown. The insulin pump had issue with insulin delivery and battery. The insulin pump will not be returned for analysis.